Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to a clinical evaluation with an unspecified product issue. Troubleshooting was performed but did not resolve the issue. The device was replaced. During the surgery, device fluid loss was noted as there was no fluid in the pump; the source of the leak is unknown. No patient complications were reported.